Event description:
It was reported that during insertion for a procedure to treat persistent atrial fibrillation, the faradrive steerable sheath clear experienced valve leakage. Upon sheath removal, the catheter got mangled. The sheath was replaced, and the procedure was completed. There were no patient complications. The sheath is expected to return for analysis. It was further reported that both the farawave pulsed field ablation catheter and faradrive steerable sheath were prepped normally on the back table. During preparation, there was no apparent issues and the farawave catheter was able to be deployed into flower and basket configuration. During the procedure to treat persistent atrial fibrillation and considered off-label use, transeptal was normal and the catheter was inserted. Upon catheter withdrawal from the sheath, the catheter appeared mangled, even in its undeployed neutral state. Attempts were made to deploy the catheter, the splines exhibited a cobra shape and the petals perpendicular to each other. The catheter was manually corrected outside of the body but when the catheter was reinserted into the body, the splines inverted again. Subsequently, the catheter was replaced, and the same sheath was used with the new catheter when the spline inversion reoccurred. Subsequently, the sheath was replaced. The second sheath also experienced deflection mechanism issue when turning the deflection control knob and was replaced with a third sheath. The procedure was completed and there were no patient complications.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified the external valve torn by the center slit on the outer face and the internal valve torn by the center slit on the inner face. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the external valve and internal valve. Additionally, the allegation of difficult to withdraw catheter through sheath was not confirmed.

Event description:
It was reported that during insertion for a procedure to treat persistent atrial fibrillation, the faradrive steerable sheath clear experienced valve leakage. Upon sheath removal, the catheter got mangled. The sheath was replaced, and the procedure was completed. There were no patient complications. The sheath is expected to return for analysis. It was further reported that both the farawave pulsed field ablation catheter and faradrive steerable sheath were prepped normally on the back table. During preparation, there was no apparent issues and the farawave catheter was able to be deployed into flower and basket configuration. During the procedure to treat persistent atrial fibrillation and considered off-label use, transeptal was normal and the catheter was inserted. Upon catheter withdrawal from the sheath, the catheter appeared mangled, even in its undeployed neutral state. Attempts were made to deploy the catheter, the splines exhibited a cobra shape and the petals perpendicular to each other. The catheter was manually corrected outside of the body but when the catheter was reinserted into the body, the splines inverted again. Subsequently, the catheter was replaced, and the same sheath was used with the new catheter when the spline inversion reoccurred. Subsequently, the sheath was replaced. The second sheath also experienced deflection mechanism issue when turning the deflection control knob and was replaced with a third sheath. The procedure was completed and there were no patient complications. The sheath was received for analysis.

Event description:
It was reported that during insertion for a procedure to treat persistent atrial fibrillation, the faradrive steerable sheath clear experienced valve leakage. Upon sheath removal, the catheter got mangled. The sheath was replaced, and the procedure was completed. There were no patient complications. The sheath is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.